Manufacturer narrative:
The leads were discarded. The x-rays provided confirm a lead migration. The patient¿s reported fall may have contributed to the lead migration. The root cause of the lead migration cannot be definitively determined. The evoke scs system surgical guide details potential risks associated with surgery and spinal cord stimulation including, "lead migration or suboptimal placement, which may result in undesirable stimulation changes" and continues by stating, "the patient may require surgery (including revision, explant, and replacement)" as a result of these risks. A quantity of 2x leads were revised during the reported event. Both leads originated from the same manufactured lot.

Event description:
A patient implanted with an evoke spinal cord stimulation (scs) system was evaluated for inadequate pain relief after a previous fall. X-rays confirmed lead migration. A revision procedure was completed to restore therapy.